Manufacturer narrative:
The product was returned with the membrane completely unfolded. Blood was located on the interior and exterior of the catheter with traces of blood in the membrane. The extender tubing and three-way stop cock were also returned. A kink was found on the catheter tubing near the y-fitting approximately 75.7 cm from the iab tip. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, extracorporeal and extender tubing was performed and one leak was found on the catheter tubing near the y-fitting approximately 55.9 cm from the iab tip. The leak site was observed to be 0.44 cm in length. The technician attempted to insert laboratory guidewire (0.018¿) through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion and evidence of dried blood was observed at the tip of the guide wire. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Per complaint handling procedure, 01-061, this complaint did not meet the requirements for escalation to hhe or crf. Js (B)(6) 2020. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, blood was seen in the tubing. The balloon catheter was removed and treatment was continued with another intra-aortic balloon(iab). There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, blood was seen in the tubing. The balloon catheter was removed and treatment was continued with another intra-aortic balloon(iab). There was no reported injury to the patient.